Event description:
It was reported that the patient presented for in-clinic follow-up. Upon device interrogation, high capture threshold and abnormal pacing impedance were exhibited by the left ventricular lead. The lead was found to be dislodged as a result of a cough due to covid-19. The patient was scheduled for revision and the lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, high capture threshold and abnormal pacing impedance. As received, a complete lead was returned in one piece. The reported events of high capture threshold and abnormal pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.